Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that is no longer working. The pump is difficult to activate. The physician requested surgical intervention to replace the ipp. There has been no surgical intervention at this time, and there were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.